Event description:
A customer has reported via phone call indicating that they received a calibration error on their insulin pump. The patient's blood glucose was 41 mg/d at the time of the call. Details of treatment were not provided. The customer stated that they took the sensor off because of the sensor displayed inaccurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).